Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high thresholds with occasional intermittent loss of capture which was exacerbated by postural changes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.